Event description:
It was reported that the user experienced unexplained hyperglycemia while using the ilet pump, with a highest blood glucose of 306 mg/dl despite no meal announcement that day and a recent supply change; the device subsequently delivered insulin and stabilized glucose, and the user reported prior episodes of post-meal hyperglycemia despite announcements. Customer care provided support that included education and a plan to connect the user with clinical support for potential setting review and additional training. Investigation of this case revealed no device alarms and no observed supply anomalies at changeout, with hyperglycemia of unclear origin and pump function that corrected the event. Symptoms included increased urination and bubbly urine. Outcomes included self-recovery without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.